Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was experiencing pain. The stimulation was turned off, however the pain did not subside. There were no falls or trauma related to the reported issue. Caller was redirected to the patient's healthcare provider to schedule a device check. The pain was reported to be in the patient's right side near the ins, but more to the middle. Health care professional later reported it 'sounds like a device issue.' It was reported that they tried to program around the lead with impedances. Patient's weight was reportedly normal. No further complications were reported or anticipated.